Manufacturer narrative:
Findings: after battery installation unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unit received with minor scratches on case and minor scratches on lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump was broken. The customer¿s blood glucose level was 168 mg/dl at the time of the incident. Customer stated the device fell off and it has been beeping with a solid white display. Customer was advised the insulin pump will need to be replaced. The device will be returned for analysis.